Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "deflation". Later, healthcare professional reported "heavily calcified breast implant capsule". This record is for the right side. Device has been explanted and replaced. Treatment: device removal, near total capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation and calcification was received on april 04, 2025, with lot number 1206366. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Calcification: observed. As per the investigation procedures non-penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Later, healthcare professional reported "heavily calcified breast implant capsule". This record is for the right side. Device has been explanted and replaced. Treatment: device removal, near total capsulectomy.

Event description:
Healthcare professional reported "deflation". Later, healthcare professional reported "heavily calcified breast implant capsule". This record is for the right side. Device has been explanted and replaced. Treatment: device removal, near total capsulectomy.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.